Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed the problematic threshold. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.